Manufacturer narrative:
(B)(4). The device has been received for evaluation. The reported issue of pump alarming when switched to bolus causing the pump to stop operating was confirmed. Root cause has been determined to be a faulty mpu board. The mpu board was replaced to correct the reported condition.

Event description:
The facility representative called baxter technical service on 2/23/10 to report an infusor pump that alarms when turned to bolus and the pump does not operate causing an interruption of therapy to the patient. This was found during patient use, with no patient injury reported or medical intervention needed. Additional information has been requested on this report. No additional information has been received from the facility.